Event description:
Summary: the hospital reported that during a coronary artery bypass procedure using acrobat suv stabilizer system, tube management adjustment knob failed to lock the stabilizer arm into place. Several different positions were tried but the device failed out of box. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected sections: a1 - removed male from 'sex', e1 - changed 'event site address' from 222 s herlong to 222 s herlong ave, removed 'event site telephone', e2 - changed 'health professional?' From no to yes (B)(4). The device was returned to the factory. A visual inspection was conducted. Signs of clinical use and blood were observed. Blood was observed on the flexlink arm, knob, and baffle. No visual defects were observed. The device was evaluated for its mechanical function. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was not secured in position when the knob was turned clockwise. The knob did not tighten the arm. Further evaluation was conducted with several engineers. The knob of the device was removed and the acme nut was inspected. It was observed that the threads of the acme nut were damaged with the acme nut misaligned within the knob. Based on the returned condition of the device and the results of the evaluation, the reported failure "mechanical issue" was confirmed. The certificate of conformance (c of c) for the acme nut was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Summary: the hospital reported that during a coronary artery bypass procedure using acrobat suv stabilizer system, tube management adjustment knob failed to lock the stabilizer arm into place. Several different positions were tried but the device failed out of box. A replacement device was used to complete the procedure. The hospital did not report any patient effects.